Event description:
It was reported that they were putting a recon plate on the posterior side of the tibia and the 3.1 locking screwdriver blade handle snapped off. The tip of the screwdriver blade broke off in the head of the screw. Screw remained implanted. Sales rep also reported three additional screws were implanted and then immediately explanted due to miss measurement.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report. Device not returned.